Event description:
This product complaint was generated after receiving a med watch report from the customer. It stated ventilator in use on patient developed burning smell. Patient moved and another ventilator used. No harm to patient as of now. Room closed and inspected for source of fire/smell. Exam of ventilator shows failure of components in oxygen module.